Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse discovered solenoid valve sol33 was nonresponsive, not allowing the diff mixing chamber (mc1) to properly drain. Sol33 could not be repaired and the entire manifold, mf15 was replaced resolving the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported their coulter lh 500 hematology analyzer was not giving differential results (non-numeric replacement codes, -------). While troubleshooting they discovered about 6 mls of a greenish liquid leaking under the left front side of the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
Device serial number has been revised to reflect correct information.